Event description:
Customer reportedly received results of 597 mg/dl and 194 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.